Manufacturer narrative:
The initial reporter's report source other: (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was caring for a patient who has been on therapy for a couple of days and should be at 37 c (normothermia), but current temperature was 35.9 c in an arctic sun device. They concerned that the water temperature was only 24.9 c. Confirmed no events in the log, reservoir level 4, flow rate was 1.5 lpm and confirmed it has maintained good flow throughout shift and also tested the device in manual control at 37c before contacting and confirmed it made water at that temperature no issue. They also already changed the rate to maximum before contacting is their as sme. They had another device available. Suggesting having biomed pull the data and possibly calibrate the device to see if there are any potential issues and would call back if they had any issues with the new device. No further after hours calls from this account. Per additional information received via ttm on 02jun2026, the staff reported device was not heating patient. Biomed ran calibration and received error 102 (water level not full at start of calibration). Per follow up information received via task on 02jun2026, spoke with charge nurse who stated they had reviewed this case briefly in rounds this morning. They had noted that the patient had been having seizure activities on and off yesterday and think this might have been affecting the device's water temperature staying low. The biomed took the device last night and they have not heard back regarding case data.